Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially disengaged from the metal ring. The bag was uncinched and folded. The metal ring had plastic remnant on it and the black shrink tubing was intact. The green pull ring was not received. The plunger and metal ring advanced and retracted properly. The bag was fully cinched without difficulty. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic cystectomy, the bag tore away from ring. To correct this condition, a new device was opened and used. The current patient status is unknown. There was no tissue damage or patient injury. There was no blood loss of 250 cc or more. The case was not delayed over 30 minutes due to this product problem.